Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Attempt to charge and boot the unit. Failrx unit could not boot up and\or communicate.the receiver download retrieved and attached: failed - rx unit could not boot up and\or communicate. Perform functional test (B)(4): failed - rx unit could not boot up and\or communicate. Open case: moisture detection sticker activated and/or rust, contamination or liquid intrusion and take pictures. The reported event that the receiver ceased to function was confirmed.:the root cause of the receiver complaint is moisture damage